Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that a pt came in with pain, it was observed that the first screw was too long and there has been a change to a shorter screw.